Manufacturer narrative:
(B)(4). Correction: method codes added.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was heavily calcified. The lesion was pre-dilated with a non-abbott 2.0 x 15 mm non-compliant balloon. After stent implant of the xience proa 3.0 x 33 mm, it was impossible to remove the balloon with the stent delivery system. The balloon remained in the stent and only the delivery system was retrieved outside the patient. It was necessary to perform a coronary artery bypass graft during which the balloon was successfully retrieved. Post-surgery, the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported device/balloon detachment was confirmed during visual inspection. The difficulty to remove post deployment was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling.